Manufacturer narrative:
This patient was born with a right branchial cleft remnant (ear tag), which was removed and reconstructed with molded rib cartilage at the initial tmj implant placement in (B)(6) 2015. The subcutaneous tissue broke down over time and he formed a granulation tissue tract down to the prosthesis. On (B)(6) 2018, the patient had the rib cartilage removed and the surgeon placed an alt flap (reference MDR # 2031049-2018-00023). The patient had no symptoms of an infection for about 3 months, but started draining again at which time the devices were removed on (B)(6) 2019. The surgeon is planning on placing revision components at a later date.

Event description:
The patient's tmj devices were removed due to infection.